Event description:
A user facility reported an intraocular lens (iol) did not unfold properly. In a follow up, the surgeon reported the problem was discovered before implantation; there was no patient impact.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was torn/split/cracked on the post of the lens case (returned-adhered to the anterior optic surface). The other haptic was bent-gusset and distal area with the haptic tip adhered to the anterior optic surface. The optic was torn/split/cracked against two posts of the lens case. Lens could not be folded due to optic damage. In addition, the account indicated an unapproved cartridge was used. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/17/2009 by mail. A completed questionaire was received on 10/06/2009. (B) (4). (B) (4). (B) (4).